Event description:
It was reported to philips that the device has damaged battery pins. There was no patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Except from pins 1 and 2 on the j1 connector, all other pins on the connector were bent and permanently compressed.